Event description:
Dealer alleges yellow light on as reported by consumer. Compressor seems unbalanced and it shakes. Dealer was not able to get yellow light to come back on. Set at liter flow 5, unit shakes at all settings. 576 hours on unit.